Event description:
Healthcare professional reported due to capsular fibrosis, in the pathological examination of capsule tissue, an infiltratively growing breast implant-associated alcl of the left breast was diagnosed. Device has been explanted and replaced with allergan device.

Manufacturer narrative:
The events of capsular contracture, and alcl are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture and suspected alcl

Event description:
Healthcare professional reported due to capsular fibrosis, in the pathological examination of capsule tissue, an infiltratively growing breast implant-associated alcl of the left breast was diagnosed. Device has been explanted and replaced with allergan device.

Manufacturer narrative:
Additional, changed, and/or corrected data: b6, d3, h6.